Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: microscopic inspection was performed on the returned 6.5mm x 45mm embotrap iii revascularization device. The examination under magnification of the returned embotrap device showed evidence of damage and deformation to the proximal segment of the stent as well as damage to the proximal and distal coil, including off-set coils and separation of the distal cage from the shaft / push wire. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured. The bonds between the proximal coil and the proximal section of the stent were damaged. Each embotrap device is 100% inspected, to prevent damages from leaving the facility. The returned embotrap device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample prowler microcatheter. The returned embotrap device was able to be fully inserted into the sample prowler microcatheter and delivered to the distal tip without resistance. It was reported in the complaint event description that, during the procedure, the stent was found to be fractured. The returned device shows evidence of damage and deformation, however, none of the components of the device were fractured. Therefore, the complaint event cannot be confirmed. In attempt to recreate the reported event with sample devices, it was confirmed that advancing a deployed embotrap device against an obstruction and simultaneously torquing the device can cause the outer cage components to become deformed. However, the permanent damage observed on the returned device could not be recreated as part of the potential cause assessment. The IFU states ¿do not torque or rotate the device¿ and ¿do not advance the device after it has been deployed or partially deployed from the microcatheter¿. Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint could not be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. Each embotrap device is 100% inspected, so any damage on the device prior to shipping would have been seen. A review of the manufacturing documentation associated with this lot (24k246av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (24k246av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable).. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the device packaging and the 6.5mm x 45mm embotrap iii revascularization device (et307645 / 24k246av) were inspected and found to be in good condition. After the second pass, the physician removed the stent and the microcatheter from the patient and removed the thrombus in the stent. It was reported that the stent was found fractured. The physician replaced the embotrap iii device to make the third pass using the same original microcatheter and completed the procedure. There was no negative patient impact. On 15-jul-2025, additional information was received. Per the information, the occlusion site was the internal carotid artery (ica). There was no excessive vessel tortuosity. The concomitant microcatheter used was a rebar¿ 18 microcatheter (medtronic). A continuous flush was maintained through the microcatheter. The information confirmed that the stent fracture was observed after the second pass was made. The replacement stent was another 6.5mm x 45mm embotrap iii (et307645). The information also confirmed no negative impact to the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b4, d9, g3, g6. H2, h3, h6, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.